Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a loss of signal between transmitter and smart device and a hypoglycemic event. Patient's father reported that the patient experience the hypoglycemic event at lunch time due to the smart device losing connection. No symptoms or intervention were reported. No additional patient or event information was provided. Data was provided for evaluation. The reported loss of connection was confirmed via data. The root cause could not be determined.